Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that several hours post implant the patient tried to get out of bed and the lead dislodged. Lead repositioning was unsuccessful.